Event description:
The patient (pt) had a replacement because their implant was not effective anymore. Pt stated that they were implanted for migraine s/severe headaches and at first they were getting relief but then sometime around (B)(6) 2021 therapy was no longer providing relief. Pt mentioned that one of their leads may have migrated. Pt stated that they had a replacement device implanted. Pt mentioned they have been dealing with migraines/severe headaches for about 6 years now.

Manufacturer narrative:
Continuation of d10: product ID 977a175, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type lead product ID 977a175, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the bad headaches and migraines had returned. The patient did not know why they came undone. The patient was waiting for the okay from their insurance company and then they would reconnect. The issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt states she went in two weeks ago to have radiofrequency (rf) in back of head and top of neck so was under xray and they determined x-ray that stimulator had come on done and one wire is disconnected and down to waist. Pt wondered if this is common to happen or if this is rare. Pt states her headaches were back in full force and that's why they were doing rf in back of neck to see if pt could get some relief. Pt states she has gotten full x-rays in her back and is waiting to hear back. Pt also reports she has pain at her ins location as well and not sure if its just her back that hurts or her ins. Pt states that started when machine came apart. Pt states she had ins off but healthcare provider's (hcp) office said to turn back on. Pt reports no falls/trauma. Pt states one wire goes to base of head and other wire is down to waist. Pt states she noticed her pain was back and asking for pain meds as now she's having migraines every other day. Pt states all was working fine up until a month or a month and a week ago and now back and neck are so bad. Pt just thought her device wasn't working however on the x-ray that's when they saw the lead. Pt states she is getting stimulation down the right arm and the hcp had stated that's why pt was having pain a month ago because of the lead.